Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector at the lcd assembly. Unable to verify operational currents or perform functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test, displacement test dat test due to display anomaly.

Event description:
Customer reported via phone call that they experienced high blood glucose 427 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer also reported missing segments. Insulin pump will be returning for analysis.